Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the ingress of the water into the camera head which was applied the excessive force by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was not displayed. Sorc checked the subject device and found that the reported issue was duplicated and the ccd was damaged, also there was the ingress of the water into the camera head. There was no report of patient injury associated with this event.